Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading resulting in loss of consciousness. Reportedly, the cgm bg reading was 139 mg/dl, and the meter bg reading was 39 mg/dl. Customer disconnected from the pump to address low bg. Customer received assistance from paramedics; information regarding treatment was not provided. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to alternate insulin therapy.